Manufacturer narrative:
(B)(4) analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). Both sensors failed per spec due to high readings.

Event description:
Customer reported that he was receiving inaccurate sensor readings. Customer also reported receiving multiple calibration errors and a lost sensor alert. Blood glucose level was 100 mg/dl at the time of the call. No further information was provided.